Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the tracheal tube balloon was often deflated, with obvious resistance to suction and unable to extract secretions, after replacing the silicone tube, the nurse found that the blue interface of the side suction tube was blocked by a translucent foreign body.

Manufacturer narrative:
No sample, photo nor video was provided for investigation complaint cannot be confirmed. Without the sample, it was not possible to verify the reported issue or determine the probable cause by visual inspection and functional testing. Review of the device history log showed four additional customer complaints that were unrelated to this reported issue. The device history records show there were no observations recorded during manufacturing to suggest an issue of this nature would occur with this lot of products. If the device is returned, or if additional information is received, the complaint will be reopened for further investigation.